Event description:
Angioplasty balloon catheter ruptured during routine dilatation of pt's left arm dialysis graft, resulting in pseudo intimal flap in the distal graft. After repeated angioplasty of the graft a covered stent was deployed. Vendor, (B) (4) rep was notified via email, product is in ir.